Event description:
It was reported that the user experienced prolonged high blood glucose readings for about ten hours while using the ilet system with a dexcom g7, with a highest cgm value reading ¿high¿ and a meter-confirmed ¿high,¿ later trending down from 586 mg/dl to 316 mg/dl; the user was unsure of the cause and mentioned a meal and a glass of diluted apple juice as possible contributors. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a device problem or a specific device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.